Event description:
It was reported to medtronic minimed that the customer passed away due to kidney failure. The event involved products mmt-332a, unomedical, and mmt-1880l. Troubleshooting was performed, the pump was not worn at the time of passing. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. The product return was required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/28/2023 to 12/11/2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no data available to verify power error 25 alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date (B)(6) 2023. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed (disconnected/reconnected) in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on pump history and the days prior to that date. (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). (B)(6) 2023 daily total of all insulin delivered: 0 (0 u). There is no available data after (B)(6) 2023. The pump passed all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.